Event description:
The customer reported being hospitalized for low blood glucose of 43 mg/dl. Initially the customer called for assistance with linking the meter to the insulin pump. The customer was treated by the paramedics and then he was taken to the emergency room. Troubleshooting was performed. The customer stated that he gave himself more insulin than what he should. Then the customer started to vomiting and his blood glucose dropped. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.